Manufacturer narrative:
(B) (4), (B) (4). Patient information requested. During visual inspection of the set, a separation was noted at the engagement area between the smartsite y-body and macrobore tubing. The smartsite with the separation is located after the check valve of the disposable set. The set tubing and smartsite y-body were inspected under microscope. Evidence of solvent was noted on both pieces, however, the solvent appears to be insufficient. The quality notifications (qn) database was reviewed in sap and there were no qn's found related to the part numbers involved in the reported incident. The customers experience of tubing disconnecting from the smartsite was verified. The root cause of this issue was identified as insufficient solvent at the engagement between the tubing and y-site.

Event description:
Customer reported the tubing became disconnected from the smartsite while priming dobutamine. IV set was not in the pump, no patient or staff harm reported. Though requested, no additional information was available.